Event description:
A malfunction was reported on the pump, and no notable events occurred before the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions to reset the pump and assisted the customer in doing so. The issue did not recur after the reset, and the customer was advised to continue using the pump and to call back if the malfunction code appears again.